Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient¿s baseline (tici, nihss etc.) Was unknown. The patient¿s post-thrombectomy condition (tici, nihss, etc.) The patient returned to normal. Vessel tortuosity was normal. The patient was recovering well from the procedure, all limbs can move. No patient symptoms were reported. The cause of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the react catheter separated/broke in the distal section during use. The patient was undergoing thrombectomy in the m2 segment of the middle cerebral artery. It was reported that during the process of coaxially inserting the distal access catheter into the proximal segment of the middle cerebral artery thrombus with the micro-guidewire and micro-catheter, the distal access catheter was not shaped, and there was air return when aspirating with a 50ml empty needle, and the negative pressure could not be maintained. The catheter was then removed for inspection and a rupture was found at the catheter's tip. There was force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The catheter was replaced with react-68 for aspiration, and it could remove thrombus and restore blood flow at the first release. The patient's surgery was completed well. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.